Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The initial reported event was received on (B)(6) 2017. Of note, the reportable malfunction and serious injury [high thresholds and intermittent capture] is normally submitted via a bimonthly report submission that would have been due on 08/10/2017. Information was subsequently received on (B)(6) 2017 and revealed the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. Three days prior to the patients death, the patient experienced a fall and hit their head resulting in a subdural hematoma. The day after the fall the patient went to surgery for a craniotomy and evacuation of the hematoma. After the craniotomy, it was noted the right ventricular (rv) lead experienced high thresholds and intermittent loss of capture. The patient's right ventricular (rv) lead was capped and replaced. The night following the lead revision procedure, the patient was found to be in pulseless electrical activity (pea). Advanced cardiac life support was initiated and a return of spontaneous circulation was achieved. An interrogation of the patient's ipg system showed the ipg system was functioning appropriately. The patient required intubation and maximum pressor support. The patient's family later determined to withdraw care and the patient passed away. Attempts to obtain information regarding the cause of the fall were unsuccessful. No other information was able to be obtained.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.